Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in cath lab, md inserted sheath via femoral artery. Three hours later, blood was found in helium tubing. There were no reported patient complications.